Manufacturer narrative:
Multiple attempts to offer an injector checkout have been made with no response at this time. The disposables used in the reported occurrence are not available for return. In addition, lot number information was not provided; therefore testing of retained samples is unable to be performed. An offer for additional applications training has been offered with no response at this time. To date, no further information has been available. If any further information becomes available a follow up report will be submitted.

Event description:
We received the following information from a bayer representative: the customer reported several recent extravasations while patients were attached to the stellant injector system. No specific details were provided regarding individual patients. Per site protocol, all extravasation occurrences require an xray of the affected area to evaluate the severity. No further treatment was reported to be provided.